Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, and the caller acknowledged this guidance.